Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) inappropriately shocked the patient due to high amplitude noise. Pocket manipulation elicited high amplitude noise in both primary and alternative sensing vectors. The patient was hospitalized. The device was reprogrammed to the secondary sensing vector but also deactivated. The plan is to explant the device as the indication for the patient has changed. The patient was referred to munich for intervention however as of today remains implanted.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) inappropriately shocked the patient due to high amplitude noise. Pocket manipulation elicited high amplitude noise in both primary and alternative sensing vectors. The patient was hospitalized. The device was reprogrammed to the secondary sensing vector but also deactivated. The plan is to explant the device as the indication for the patient has changed. The patient was referred to munich for intervention however as of today remains implanted. Additional information was received indicating that this device was explanted at an unknown time and will be returned for evaluation.

Manufacturer narrative:
The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD and electrode operated appropriately in the laboratory setting, engineers suspect there may have been a problem with the electrode/s-ICD interface, resulting in transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode (sense b). These changes in the impedance pathway may have contributed to the noise, oversensing, and inappropriate shock noted in the field; however, a definitive cause of this sensing behavior has not been determined.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) inappropriately shocked the patient due to high amplitude noise. Pocket manipulation elicited high amplitude noise in both primary and alternative sensing vectors. The patient was hospitalized. The device was reprogrammed to the secondary sensing vector but also deactivated. The plan is to explant the device as the indication for the patient has changed. The patient was referred to munich for intervention however as of today remains implanted. Additional information was received indicating that this device was explanted at an unknown time and will be returned for evaluation.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) inappropriately shocked the patient due to high amplitude noise. Pocket manipulation elicited high amplitude noise in both primary and alternative sensing vectors. The patient was hospitalized. The device was reprogrammed to the secondary sensing vector but also deactivated. The plan is to explant the device as the indication for the patient has changed. The patient was referred to munich for intervention however as of today remains implanted. Additional information was received indicating that this device was explanted at an unknown time and will be returned for evaluation.